Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review for the corrected lot has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: manufacturing location: DHR review for part # 357.405 lot # 4544093; release to warehouse date: 29april2003; expiration date: n/a; manufactured by synthes (B)(4). No ncrs were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the drill bit stop, malfunctioned during a surgical procedure. The drill bit does not stop at the desired chosen depth, prior to drilling the femoral neck. There was no reported harm to the patient, no surgical delay, and no fragments were generated. The surgery was successfully completed. This complaint involves one device. Concomitant device reported: unknown drill bit (part # unknown, lot # unknown, qty.1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality (cq) investigation: this complaint is not confirmed. The returned drill stop was received at cq showing minor wear marks. The plunger component/feature travels as intended. A visual inspection under 5x magnification, functional test, device history record (DHR) review and drawing review were performed as part of this investigation. Visual inspection: the returned drill stop was received at cq showing minor wear marks. The plunger component/feature travels as intended. Functional test: the returned drill stop was functionally tested with a known good stepped reamer (part# 356.821 lot#sx406898) at cq. The drill stop worked as intended on each drill step. Because the drill stop is symmetrical, it was tested in both orientations on the drill bit and functioned as intended "held position" in all locations. This complaint condition was not able to be replicated at customer quality (cq). No new malfunctions were identified. Complaint is unconfirmed, therefore a root cause could not be determined. It is possible that the reporter's stepped reamer/drill bit that mates with the returned drill stop is old /worn and caused the complaint condition. Device history records review was conducted. The report indicates that the: DHR review for part # 357.405 lot # 5551968; release to warehouse date: 02-oct-2007; expiration date: n/a; supplier: (B)(4). No ncrs were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.